Event description:
Pt changed into gown and got into stretcher. Stretcher back was inclined 30 degrees, foot rest portion was flat, 0 degree angle from the seat portion. Pt sat down on the stretcher, was fully lying down cooperatively. At this point, the stretcher apparently tilted on the two headward wheels, the two footward wheels came up off the ground, and the backrest of the stretcher made contact with either the floor or the back of the wall in the pre-op bay. The pt remained in the stretcher throughout this incident. The nurse lifted the back of the stretcher back up so that all four wheels could make full contact with the floor again. The pt's suffered a minor abrasion to his shoulder but was otherwise uninjured.